Manufacturer narrative:
One 6.5f fast-cath introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, air was aspirated into the syringe that connected to the extension port of the introducer. The catheter was already inserted into the patient, and despite several aspirations, the air was not able to be removed. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.